Event description:
It was reported that the patient had a loss of therapeutic effect and stimulation was in the wrong location. The patient wanted it to hit the lower back since that¿s where the pain was, and right now the electrodes were on the thigh and knee, and he needed the lower back. It was noted the patient had residual swelling in the right foot. The patient started weaning off of pain medication and obviously pain level increased and she needed adjustments made for wave length and location. It was noted the patient¿s pain started getting worse (B)(6) and they were given a new prescription which started (B)(6). The fentanyl patch went down from 25mcg to 12.5 mcg. The patient was wondering if the manufacturer¿s representative (rep) could be at their next appointment on (B)(6) at 11:30. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s previously mentioned issues were being addressed at the healthcare provider¿s appointment on (B)(6). The manufacturer¿s representative (rep) met with the patient this day and was able to successfully reprogram the patient. The rep. Spoke with the patient a few days later and stimulation was still in the appropriate areas and he was happy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID; 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).